Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic proctocolectomy, on the small bowel whole on the creation of the j-pouch, there was poor staple formation, the staples went sideways when the user fired the device. A second instrument was opened and the same thing happened. A third product was used and it performed well. There was no patient injury.